Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Final analysis of the device and header attachment area did not find any anomalies. No issues were detected.